Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer did not know how the pump touch screen became shattered subsequently not allowing the customer to interact with the pump . Customer's blood glucose was 82 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.